Event description:
Information received by medtronic indicated that the customer had partial display. Customer also stated that the insulin pump had crack at the back side. No harm requiring medical intervention was reported. Troubleshooting was successfully performed and customer was advised to replace the insulin pump; however, the customer will discontinue use of the device. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.